Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 11 th, 2019, senseonics was made aware of an incident where the physician was unable to remove the sensor on the first attempt made.

Manufacturer narrative:
The sensor was successfully removed on second attempt on jan 30th 2020. H6 result code updated to 213. H6 conclusion code updated to 4311.